Event description:
Additional information received from the manufacturer's representative indicated that reprogramming was performed using unaffected electrodes and that the patients involved were doing fine. Serial numbers and the number of affected patients remains unknown and a supplemental report will be sent if any additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
The health care provider (hcp) reported via the company representative (rep) that they have had a few patients who have developed high impedance on single contacts that was noted around the time of their implantable neurostimulator (ins) change. Additional information has been requested to find out how many patients were involved and specifically what happened with each patient. If additional information is received, a follow up report will be sent.